Event description:
Device issue: shaft (hypotube) separation. Time of device issue: during stenting procedure. Adverse event: none. It was reported that during advancing the 2.75 x 12mm rx xience v stent delivery system (sds) to the lesion in an unspecified vessel, the hypotube shaft separated distal to the strain relief tubing into two pieces. Reportedly, the sds was removed without incident and a second rx xience v device was used successfully. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device has been received. The investigation is not yet complete.